Event description:
It was reported that during a left colectomy procedure, after firing the device it deployed staples, but the staples did not close once through tissue. It is unknown how the procedure was completed. There was no adverse consequence to the patient. Additional information: staple shape- a combination of all three according to the doctor. Device cut but did not staple as it should, 1st reload was tough for him to close, 2nd reload he went close to previous staple line and realized he couldn't do that. Patient was stable after no complications reported by doctor.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 was received instead of an atw45. The device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.